Event description:
It was reported that during a brachytherapy procedure, grains allegedly failed to line up correctly when percussing. It was further reported that they were allegedly stuck. There was no reported patient injury.

Manufacturer narrative:
H10: the FDA rn number for the MDR 2020394-2021-00722 was inadvertently submitted as (B)(4). The correct FDA rn number was (B)(4). H10: manufacturing review: a review of the device history record showed that this loader passed all quality inspection requirements prior to release. Investigation summary: the quicklink loader was received and evaluated. The carriage was not initially received with the loader. The carriage was received later. During the evaluation, ¿taped¿ cartridges, which are sample cartridges used by the service depot for testing, were used to test the loader. The loader functioned as normal. Further evaluation suggested that the carriage had been dropped, there was also a deep scratch on the side of the blade. The blade was touching the side of the slot cover during dispensing. The blade was replaced as it appeared that the loader could have been dropped causing slight misalignments in the mechanism. After the damaged components were replaced and the loader was re-aligned and lubricated, the loader functioned as normal. This complaint reported failure is inconclusive. The cause of the damaged blade and broken/cracked parts in this case is unknown. They can potentially occur due to the unit being dropped. The overall root cause of the alleged failure is undetermined as the alleged failure could not be reproduced. Labeling review: labeling document was reviewed and deemed to be adequate. The information for use was reviewed for quicklink delivery system. It is stated that never use visibly damaged, bent or broken quicklink delivery system loaders, cartridges or components. This may cause system damage or jamming. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the grains allegedly failed to line up correctly when percussing. It was further reported that they were allegedly struck. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of the device history record showed that this loader passed all quality inspection requirements prior to release. Investigation summary: the quicklink loader was received and evaluated. The carriage was not initially received with the loader. The carriage was received later. During the evaluation, ¿taped¿ cartridges, which are sample cartridges used by the service depot for testing, were used to test the loader. The loader functioned as normal. Further evaluation suggested that the carriage had been dropped, there was also a deep scratch on the side of the blade. The blade was touching the side of the slot cover during dispensing. The blade was replaced as it appeared that the loader could have been dropped causing slight misalignments in the mechanism. After the damaged components were replaced and the loader was re-aligned and lubricated, the loader functioned as normal.t. This complaint reported failure is inconclusive. The cause of the damaged blade and broken/cracked parts in this case is unknown. They can potentially occur due to the unit being dropped. The overall root cause of the alleged failure is undetermined as the alleged failure could not be reproduced. Labeling review: labeling document was reviewed and deemed to be adequate. The information for use was reviewed for quicklink delivery system. It is stated that never use visibly damaged, bent or broken quicklink delivery system loaders, cartridges or components. This may cause system damage or jamming. H10: g3, h8. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a brachytherapy procedure, grains allegedly failed to line up correctly when percussing. It was further reported that they were allegedly stuck. There was no reported patient injury.